Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer received a no delivery alarm on the insulin pump. Customer's blood glucose was 543 mg/dl. Caller stated that they changed the set while they were on hold. Caller stated that they treated with an injection and with the pump. Customer's blood glucose has come down. Caller stated that the cannula from the previous set was bent and had blood. It was explained that those things can cause a no delivery alarm.